Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: lfj127670v no anomalies found; full lead returned. Pnt404318h no anomalies found

Event description:
It was reported that the patient alert sounded for high/variable right ventricular pacing impedance. There was also some oversensing during the telemetry check. Fluoroscopy showed appropriate pin placement in the device header. The high impedance could not be reproduced, so the entire system was replaced. No patient complications have been reported as a result of this event.